Manufacturer narrative:
According to the facility on (B)(6) 2024, "I went to push the syringe after checking that it was on securely, then the needle dislodged from the syringe making the medication spill everywhere. I cleaned his skin with alcohol, then I placed a dry intact dressing. The patient needed to be restuck. The patient was okay and just got the same 15 minute post- injection monitoring that he would have had anyways. He is doing much better. No further issues arose." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on (B)(6) 2024, "I went to push the syringe after checking that it was on securely, then the needle dislodged from the syringe making the medication spill everywhere."